Manufacturer narrative:
The exposed portion of soft cannula was found to be bent. During leak test, fluid was found leaking through a tear on the exposed portion of soft cannula, where the tip of the formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 275 mg/dl while wearing the pod between 24 and 36 hours, wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus.